Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set leakage issue. The infusion set pooling occurred under bandage regularly. The patient also experienced nodules and infections at injection site area when pooling was noticed. The site of insertion was abdomen. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.